Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling (pps) system was implanted into the patient for the treatment of stress urinary incontinence (sui) during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, an additional bsc mesh device was implanted due to stress urinary incontinence on (B)(6) 2009. Boston scientific has been unable to obtain additional information regarding the event to date.